Manufacturer narrative:
The additional information is as follows. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8008802, medical device expiration date: 2019-05-31, device manufacture date: 2018-01-08. Medical device lot #: 8008804, medical device expiration date: 2019-05-31, device manufacture date: 2018-01-08.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes. The following information was provided by the initial reporter, "4/17/19 1st attempt-called and left vm for call back. Emailed customer requesting additional information. Customer sent back the following information: I will forward this on to our techs in the chemistry dept.. They are searching for answers as to why the results for sodium and chloride, on patient samples we run on our dimension vista 1500s, have been consistently high for the past couple of weeks. We are not assuming that there is a problem with the tubes, we are just asking if bd has seen a trend or, have received any other inquiries from any other labs about similar results. The 2 analytes, we are having issues with, are sodium and chloride. The reference range on the sodium is (136-145) and the chloride is (98-107). They are run on the siemens dimension vista 1500. Results were reported out. Sample are processed at multiple locations from outside of our facility. The specimens are transported in "coolers" by couriers. The specimens are drawn at multiple draw sites so, the order of draw is not certain but, techs are trained to draw tubes in order. 4/18/19 received the following additional information. The sodium and chloride results were up to 116. Siemens vista does its own daily maintenance, qc run twice daily. The tubes are spun at the collection site. Occasionally they might be spun at the testing lab. The techs are trained to invert the tubes 5 times, to let them clot 1/2 hr before spinning and, they are spun at 3200 rpm for 10 mins."

Event description:
It was reported that erroneous results occurred with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes. The following information was provided by the initial reporter, "4/17/19 1st attempt-called and left vm for call back. Emailed customer requesting additional information. Customer sent back the following information: I will forward this on to our techs in the chemistry dept.. They are searching for answers as to why the results for sodium and chloride, on patient samples we run on our dimension vista 1500s, have been consistently high for the past couple of weeks. We are not assuming that there is a problem with the tubes, we are just asking if bd has seen a trend or, have received any other inquiries from any other labs about similar results. The 2 analytes, we are having issues with, are sodium and chloride. The reference range on the sodium is (136-145) and the chloride is (98-107). They are run on the siemens dimension vista 1500. Results were reported out. Sample are processed at multiple locations from outside of our facility. The specimens are transported in "coolers" by couriers. The specimens are drawn at multiple draw sites so, the order of draw is not certain but, techs are trained to draw tubes in order. 4/18/19 received the following additional information. The sodium and chloride results were up to 116. Siemens vista does its own daily maintenance, qc run twice daily. The tubes are spun at the collection site. Occasionally they might be spun at the testing lab. The techs are trained to invert the tubes 5 times, to let them clot 1/2 hr before spinning and, they are spun at 3200 rpm for 10 mins."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the manufacturing records was completed for the incident lot and, based on this review, all product requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Specimen handling parameters should be reviewed for this tube type. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. Instrument manufacturers and published data on interferences may be a useful resource. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for erroneous results with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® lithium heparin 75 usp units blood collection tubes. The following information was provided by the initial reporter, "on 4/17/2019 1st attempt-called and left vm for call back. Emailed customer requesting additional information. Customer sent back the following information: I will forward this on to our techs in the chemistry dept.. They are searching for answers as to why the results for sodium and chloride, on patient samples we run on our dimension vista 1500s, have been consistently high for the past couple of weeks. We are not assuming that there is a problem with the tubes, we are just asking if bd has seen a trend or, have received any other inquiries from any other labs about similar results. The 2 analytes, we are having issues with, are sodium and chloride. The reference range on the sodium is (136-145) and the chloride is (98-107). They are run on the siemens dimension vista 1500. Results were reported out. Sample are processed at multiple locations from outside of our facility. The specimens are transported in "coolers" by couriers. The specimens are drawn at multiple draw sites so, the order of draw is not certain but, techs are trained to draw tubes in order. On 4/18/2019 received the following additional information. The sodium and chloride results were up to 116. Siemens vista does its own daily maintenance, qc run twice daily. The tubes are spun at the collection site. Occasionally they might be spun at the testing lab. The techs are trained to invert the tubes 5 times, to let them clot 1/2 hr before spinning and, they are spun at 3200 rpm for 10 mins."